Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned. The cause of the bleed was most likely use issue related since adding additional stitch resolved the bleed.

Event description:
It was reported that a patient implanted with an impella cp experienced an access site bleed.a stitch was placed to obtain hemostasis. Later, the patient was successfully weaned from the pump and survived.